Manufacturer narrative:
Block b5 has been updated with the additional information received on august 12, 2024. Block e1: initial reporter address 1: (B)(6). Block h6: imdrf device code a22 captures the reportable event of stent overgrowth.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric to the pancreas to treat a walled-off-necrosis (won) during a cyst drainage procedure performed on (B)(6) 2024. On (B)(6) 2024, a necrosectomy was scheduled and performed to remove necrotic material, during which overgrowth of some tissues through the axios stent was observed. Subsequently, on (B)(6) 2024, an endoscopy revealed excessive tissue overgrowth. The stent remains implanted to facilitate the drainage of the cyst collection and is scheduled for removal at a future date. There were no patient complications reported due to this event. Additional information received on august 12, 2024. On (B)(6) 2024, it was reported that the stent was successfully removed using rescue rat tooth forceps. Tissue fragments were observed on the stent following its removal. Additionally, there was no active bleeding noted post-removal.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6) medical center. Block h6: imdrf device code a22 captures the reportable event of stent overgrowth.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric to the pancreas to treat a walled-off-necrosis (won) during a cyst drainage procedure performed on (B)(6) 2024. On (B)(6) 2024, a necrosectomy was scheduled and performed to remove necrotic material, during which overgrowth of some tissues through the axios stent was observed. Subsequently, on (B)(6) 2024, an endoscopy revealed excessive tissue overgrowth. The stent remains implanted to facilitate the drainage of the cyst collection and is scheduled for removal at a future date. There were no patient complications reported due to this event.